Event description:
A (B)(6) male pt's wife called zoll customer support to report a svc code 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. The cause for the service code is a broken orange (+5v) and white (drvn-grnd) wire inside the trunk cable connector. The cause for the damage wires is a cracked trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.